Event description:
A customer reported to beckman coulter, inc (bec) that erroneously low beta human chorionic gonadotropin (bhcg) qc results were generated by synchron lxi 725 clinical system. The qc levels 1 and 3 were more than 4sd lower from the established means. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer stated that qc had been recovering within the established ranges prior to the event. Bec customer technical support (cts) walked the customer through confirming reagent pack placement and ruled out pack sharing between the instruments in the lab. The customer noted that the in-use reagent pack appeared to be empty yet the reagent inventory showed 14 tests left. If the actual reagent levels do not match the test count in the inventory, there is the possibility for erroneous results to be produced. The customer was not certain that the reagent pack in question had not been unloaded from the system and been inverted or stored on its side. When this occurs, it could cause leaking of the reagent from the punctured elastomer. The customer loaded a new reagent pack from a new lot and calibrated. Qc recovered within the established ranges. Bec field service engineer (fse) was on site on (B)(4) 2011. The fse performed pipettor alignments and the dry/wet test. All results were within the published specifications. The fse performed thyroid stimulating hormone (tsh) and troponin (accutni) qc with passing results. No root cause could be determined for this event. (B)(4).